Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.

Event description:
Caller indicated the relion confirm meter was giving variable readings. Variance of 83%, readings 44 & 266. She seemed to be doing things correctly. Controls not used. Replacing product.